Manufacturer narrative:
Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported intermittent occlusion alarms occurred. The customers blood glucose was 198 ml/dl. Reportedly, the customer is using expired cartridges and reusing cartridges, tandem customer supported educated caller that reusing and using expired cartridges is off label per the user guide. Customer is also disconnecting the tubing at the t:lock, and creating air bubbles within the cartridge tubing. Customer was educated on not doing this, as it can produce false occlusion alarms.